Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg has been inoperable for over 9 months as a result of not being able to charge due to stolen external devices. As a result, surgical intervention may occur.

Event description:
Based on information obtained, the eon mini ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.